Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize when the door was closed. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "device does not recognize when door is closed" was not reproduced. A review of the event history log revealed "shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the lower hook switch which was not working properly. The lower auxiliary required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.